Event description:
It was reported that the ilet pump's infusion connector could not be twisted to a flush fit with the cartridge despite multiple rewind attempts, while the connector mated normally without a cartridge, leading to determination that the device required replacement and that water resistance could no longer be assured. Symptoms included no reported change in blood glucose. Outcomes included temporary loss of intended device function and the need for backup therapy planning. Investigation included troubleshooting with cartridge replacement attempts and rewind procedures, verification of shipping for replacement, and subsequent return of the affected device for evaluation. Investigation of this case revealed a connection/attachment malfunction attributable to the infusion connector interface with the cartridge, consistent with a device mechanical interface issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the connector-cartridge interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.